Event description:
It was reported that the pump touchscreen was "nonresponsive at times." There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.